Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was requested/is expected but has not returned for evaluation. The cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that during a reverse total shoulder, when tightening the superior peripheral screw, the end of the driver broke and cold welded to the screw. It remains in the patient.